Event description:
On (B)(6) 2023 nalu was made aware of a surgical intervention.patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022. On 27jan2023 the patient presented to the physician with the skin erosion that had exposed the implanted components. Physician determined that infection was present and explanted the system at that time.